Manufacturer narrative:
(B)(4). Additional information requested regarding patient condition and outcome. No additional information received at the time of this report.

Event description:
It was reported that: a resistance was felt when the swg (spring wire guide) was inserted through the needle. After removing the swg with the needle; the swg had a distinct deformation. A new set was used.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide assembly for evaluation. Evidence of use in the form of dried blood was identified. The guidewire body had one bend and one kink toward the distal end. No other defects or anomalies were identified. Visual inspection could not be performed on the introducer needle as it was not returned for evaluation. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. The guidewire was bent 655 mm and kinked 661 mm from the proximal end. A manual tug test confirmed both welds were intact. The instructions-for-use (IFU) provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer reported issue of the spring-wire guide kinking during use was confirmed during the complaint investigation. One used spring-wire guide assembly was returned for evaluation. The introducer needle was not returned for evaluation. The guidewire body had one bend and one kink toward the distal end. Dimensional inspection was performed and no issues were identified. Functional evaluation could not be performed as the introducer needle was not returned. Based on the information and sample provided, the probable cause of this issue could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: a resistance was felt when the swg (spring wire guide) was inserted through the needle. After removing the swg with the needle - the swg had a distinct deformation. A new set was used.

Manufacturer narrative:
(B)(4). Additional information was received from the doctor at the facility indicating a patient death. The doctor reports that the device did not cause the patient's death. The customer did not return a complaint sample; however, they supplied three photos showing a kinked guide wire. The guide wire in the photos is retracted within the advancer tube and a portion is protruding out of the straightener tube. The protruding guide wire is kinked and evidence of use is visible in the photos but it cannot be determined without the sample returned to evaluate. A probable cause of the guide wire kinking cannot be determined from the photos and without the sample to evaluate. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: a resistance was felt when the swg (spring wire guide) was inserted through the needle. After removing the swg with the needle - the swg had a distinct deformation. A new set was used.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide assembly for evaluation. Evidence of use in the form of dried blood was identified. The guidewire body had one bend and one kink toward the distal end. No other defects or anomalies were identified. Visual inspection could not be performed on the introducer needle as it was not returned for evaluation. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. The guidewire was bent 655 mm and kinked 661 mm from the proximal end. A manual tug test confirmed both welds were intact. The instructions-for-use (IFU) provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer reported issue of the spring-wire guide kinking during use was confirmed during the complaint investigation. One used spring-wire guide assembly was returned for evaluation. The introducer needle was not returned for evaluation. The guidewire body had one bend and one kink toward the distal end. Dimensional inspection was performed and no issues were identified. Functional evaluation could not be performed as the introducer needle was not returned. Based on the information and sample provided, the probable cause of this issue could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: a resistance was felt when the swg (spring wire guide) was inserted through the needle. After removing the swg with the needle - the swg had a distinct deformation. A new set was used.